Event description:
It was reported that pump battery would not charge, customer received low power alerts, and pump eventually shut down and could not be turned back on despite using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to ensure proper usb insertion when charging, to place pump into storage mode before return, and to use multiple daily injections as backup therapy, and pump replacement was arranged with instructions to reprogram pump settings, reconnect continuous glucose monitor, and return problematic pump using provided shipping label.